Event description:
The customer called technical support (ts) and reported that the device has a 24v supply failed alarm (diagnostic code: 111a). The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the power supply to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Manufacturer narrative:
Reporting institution phone: 0120-556-494.